Event description:
Per the clinic, the device was explanted on (B)(4), 2023, due to cholesteatoma. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 02, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 16, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics on (B)(6) 2023 (specific duration not reported). However, the issue could not be resolved. The patient was hospitalized on (B)(6) 2023 and was treated with IV antibiotics for 14 days. Correction : the correct date of awareness is november 28, 2023 not december 06, 2023 as previous reported. This report is submitted on january 12, 2024.